Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving several shocks. Upon interrogation, ventricular fibrillation (vf) episodes were not found, which were supposedly deleted by non-sustained oversensing (nso) episodes. There was far p oversensing noted as well. The cause of in-appropriate therapy was not known. Although, the patient received several shocks, there were no symptoms that resulted from far p. Programming changes were discussed. Additional information was not reported.